Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4 hardware: iphone14.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by patient that during activation of the pod, the cannula never deployed. The patient reported that she placed the pod on her skin. While the pod made the expected noise, the cannula failed to deploy into her arm. Upon removing the pod, she confirmed that the cannula was not visible. The pink slide did, however, move forward. No impact to the patient's glucose level was reported. Duration of pod wear was not reported. As treatment, a new pod was placed.